Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device vibrate. It is known that the device was being used during surgery. It is also known that there was no pt or user injury; however, it is unk if there was any medical intervention or surgical delay related to the event. No add'l info available.